Manufacturer narrative:
The immucor laboratory tested retention product on 09nov2017 which performed as expected. The immucor laboratory also tested returned validation materials from the customer site. An immucor field service engineer (fse) visited the customer site to assess the testing instrument on 10nov2017. The instrument was only being used for training and validation purposes prior to that date. The fse replaced the washer check valves to increase flow rates and adjusted rois.

Event description:
On (B)(6) 2017, a (B)(6) customer site reported multiple unexpected negative antibody validation outcomes when using capture-r ready-screen (3) with a galileo neo instrument.